Manufacturer narrative:
Result: known inherent risk of procedure. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien valve in this scenario. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers or removal of the ds, with minimal risk to the patient. There may be degrees of difficulty removing the system. In extreme cases, however, it may require a new surgical cut down to facilitate removal of the system. In this case, patient factors (high angulation between the pulmonary trunk and the pulmonary arteries) likely contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: plessis j, baruteau a-e, godart f, petit j, le gloan l, guyomarch b, guérin p (2015). Edwards sapien transcatheter pulmonary valve implantation: results from a french registry. Eurointervention. Http://www.pcronline.com/eurointervention.

Event description:
As reported by our (B)(4) affiliate, per article "edwards sapien transcatheter pulmonary valve implantation: results from a french registry", the transfemoral procedure was aborted after successful pre-stenting due to failure of the valve positioning in the rvot. Positioning failure was due to a high angulation between the pulmonary trunk and the pulmonary arteries, leading to the surgical removal of the delivery system through the femoral vein, without cardiopulmonary bypass.